Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was difficulty experienced when the device was passed down the scope in a retroflexed position. The physician had to straighten out the scope to get the device to pass through. Then the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. Reportedly, multiple attempts were tried in order to release the clip from the catheter by changing scope positioning and opening, or closing the handle. The catheter was also tried to remove all together but still it would not release. Following the deployment failure, a wire appeared sticking out of the handle. Finally, the physician was able to straighten out the scope and eventually, the clip successfully released onto tissue. The procedure was completed with another resolution clip device. It was also noted that the sheath was removed from the device prior to passing the clip through the scope. There were no patient complications reported as a result of this event.